Manufacturer narrative:
The initial medical device report was submitted via an alternative summary report on (B)(6) 2018 under authorization number (B)(4) for manufacturer abbott under registration number (B)(4). (B)(4).

Event description:
The initial medical device report was submitted via an alternative summary report on (B)(6) 2018 under authorization number (B)(4) for manufacturer abbott under registration number (B)(4)

Manufacturer narrative:
Additional information in b5.

Event description:
New information received indicates that probable cause of the infection is laparoscopic gallbladder. The patient was stable before, during and after the procedure.

Event description:
New information received indicates that probable cause of the infection is laproscopic gallbladder. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Additional information in b5.